Event description:
It was reported as hip poliethyline dislocation, patient was revised for the same incident on september, we send implants to eeuu as a complaint with ten number (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). The ip-01424728 was received at pal jrz. 14/june/2022. Device associated with this report was received for examination and found a considerable worn overall appearance on the femoral head consistent with material transfer from the acetabular cup. Material transfer is a result of the femoral head having articulating against the inner surface of the cup post disassociation of the liner. This evidence of material transfer is expected in cases of disassociation and does not indicate any error or device defect regarding the femoral head. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.